Event description:
It was reported that the ventricular lead exhibited loss of capture. The patient's medical condition was good. Lead repositioning was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.